Event description:
A customer reported encountering a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer resolved the issue by reloading the cartridge and resuming insulin delivery.